Manufacturer narrative:
The insulin pump was the received with blank display due to moisture damage on electronic assembly. The insulin pump had cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display and moisture damage. Customer's blood glucose level was 135 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin pump would shut off at random, it would take 30 minutes to turn the device back on and they would not receive any alarms. Customer advised the insulin pump would beep, numbers would pop off and then go away. Troubleshooting for moisture damage was performed. Customer advised when they would press the buttons nothing would happen and the insulin pump was exposed to the rain.